Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc and hard drive were evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was not saving patient images (data loss). There is no report of injury or death associated with this event.